Event description:
It was reported that mlc port edits using leaf table do not invalidate dose. This happens even if the calculation point is blocked by leaf positions. There was no mistreatment. This issue was found internally.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. This defect will be fixed in a later version.